Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was confirmed. The belt had an open pulse wire. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was receiving check pad messages.